Event description:
It was reported that the user experienced a brief loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet that resolved within minutes, and the connection reestablished during the call and education was provided on connectivity. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included guided troubleshooting and user education regarding transient signal loss between the ilet and the dexcom g7 sensor. Investigation of this case revealed a transient communication interruption limited to the ilet display path, with normal function restored and no evidence of sensor failure or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss likely due to environmental or connectivity factors.

Manufacturer narrative:
Initial.